Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed on the device. Programming changes were suggested. The patient did not experience any symptoms.